Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited oversensing and noise. The physician determined that the lead had fractured. The lead remains in use, however, a replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 33 non sustained tachycardia episodes with cycle length intervals less than 220 ms between 2014-(B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.